Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two parts at approximately 12.5 cm distal to the is-1 connector pin. A portion of the lead body between the two fragments was not returned for analysis. The returned lead fragments were in depth analyzed. The inspection revealed a rubbed through insulation at the distal lead fragment. This insulation damage can be considered as the root cause for the inappropriate shock mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 5 years an inappropriate shock was reported. No adverse patient side effects were reported.